Event description:
The facility reports the resident was provided an extended bathing session (25 minutes vs. 10) due to poor skin condition. The resident's body tends to gravitate to a "comfortable" or natural positions for patient. Patient then stays in that position. This natural position was to have their foot resting on the transducer plate at the foot end of the tub. The caregiver kept moving the resident's foot off the plate because he thought the hydrosound would not work if the resident's foot was against the plate. After the bath, the resident was dried, dressed, and put to bed. No problems with skin condition were detected. In the morning, four toes and the ball of the foot were blistered. Blisters were not red or hot. Blisters grew over 24 hours down the arch of the foot and across the width of the foot. The toes healed in three days; the blisters on the ball of the foot was still healing.